Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during the resident transfer from a bed to a wheelchair the resident the spreader bar assembly broke. No injury was sustained.

Manufacturer narrative:
The initial report was sent by mistake. Minstrel device is not marketed to us.